Manufacturer narrative:
As we clarified, the suspected product version involved, was never marketed in the USA, however, we report below a summary of the investigation results for your information: by checking the dhrs of the involved lot#s (neck lot# 0806388, stem lot# 0807026) no anomaly was found. The stem raw material certificate was also checked without finding anomalies. No other complaint received on these lot#s. Explants analysis: we received the explanted components (stem, neck, safety screw, ceramic head). We could therefore read the stem code and lot# (that was not initially provided by the complaint source) and analyze their conditions. By the analysis of the neck + screw, we confirmed that the screw was not loose, it had been properly tightened when implanted. Moreover, a visual analysis of the broken surfaces of the stem taper confirmed that the stem taper was broken and the fracture was compatible with fatigue failure. The fatigue mechanism could have been triggered off by surface fretting damages, visible on the lateral surface of the stem male taper; the fretting corrosion is a consequence of the micro-motions of the neck over the stem "in vivo" over time. X-rays anaysis: we also received the pre-op x-rays (exact date not known, between (B)(6) 2018 and (B)(6) 2018) and post-op x-rays referring to revision surgery on (B)(6) 2018. All the x-rays have been sent to our medical expert, who commented: "the x-rays show only the broken neck ("preop") and seemingly after revision with a long cemented stem ("postop"). I such have no possibility to evaluate the position of the stem before breakage. Breakage of necks in modular components due to fretting may happen. The pre-revision hip has been implanted already 9 yrs ago then the breakage is due to fretting (corrosion), that is known to be not unusual in modular implants of that kind after several years. Please refer to my former comments on the topic of modularity. " former comments as per follows: "relative in vivo micromovements between the neck and the stem, favored by the presence of bone/tissue residuals on the inner surface of the neck, could have significantly contributed to the breakage of the prosthesis in this case. Surgeons should consider the potential pitfalls of a surgical technique that requires assembly of the prosthesis within the femoral canal and the potential consequences of debris contamination of the morse taper assembly. For active and obese patients implanted with high-offset, small modular components are at increased risk of experiencing stress-induced fractures of the proximal or distal component." Conclusion: based on our analysis, the root cause for the breakage of the revision stem is fatigue failure related to fretting mechanism in the junction between stem and neck (maybe favoured by the presence of bone/tissue residuals on the surfaces). Unfortunately, the clinical evaluation of the original positioning was not possible as no post-op x-rays referring to previous surgery have been provided to us, thus we cannot confirm if a suboptimal implantation was performed during surgery in 2009 and contributed to the event. Additionally, it has been reported that patient's bmi was 32.8 (at least at the time of revision surgery), we can therefore speculate that the patient's high bmi could have contributed to the event. In the instruction for use provided with the revision system (valid in 2009), obesity was listed among the conditions that can adversely affect the outcome of the operation. In 2013 limacorporate introduced specific instructions for use leaflet for the revision system. The IFU now report that: "patients who are overweight (bmi >25 kg/m2) or have high activity levels may not be candidates for a modular hip replacement." Limacorporate will continue monitoring the market to promply detect any further similar issue.

Event description:
Hip revision surgery due to the breakage of the stem taper performed on(B)(6) 2018. According to the info received, the breakage occurred on (B)(6) 2018, while the patient was doing housework. Previous surgery took place in 2009, exact data unknown. According to the info received, previous surgery was also a revision surgery due to the breakage of the femoral stem (details unknown: manufacturer, codes, lot#s of the involved components are not known). The components involved are the following: revision modular neck with code 7515.15.005 lot# 0806388. Revision modular stem with code 3814.15.020 lot# 0807026. The patient is 72 years old and 171 cm tall per 96 kg (bmi=32.8). Event happened in switzerland. Important note: the stem involved in this complaint belongs to a version that was never marketed in the USA. In 2015, in fact, the shot peening treatment was introduced to improve the mechanical strength of the stem taper. Stem marketed with the previous version (i.e. Without the shot peening treatment) have never been marketed in the USA. No similar complaints have been received on the stems treated with shot peening (the only marketed in the USA).

Manufacturer narrative:
We will collect and analyze all the available info and we will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to the breakage of the stem taper performed on (B)(6) 2018. Previous surgery took place in 2009, exact data unknown. The code and lot# of the stem is unknown. Event happened in (B)(6).